Event description:
The customer reported to olympus that this camera head had parts broken. The event was identified during inspection of the device prior to use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the connector was damaged and there was flooding due to the broken connectors. Based on the inspection by the repair department, it was confirmed that the connector was damaged and flooded in the actual device. However, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review was conducted and found no problems. This issue is addressed in the instructions for use (IFU): "endoscope image unexpectedly disappears or cannot be unfrozen (warning) ¿do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head had parts broken. There were no reports of patient or user harm associated with this event.